Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot (foreign object) was observed in the port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: the device was received for evaluation. Visual and microscopic inspection was performed with the fill port cap removed. No particulate matter was observed in the entire fluid path of the sample or in the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.